Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that a pregnant patient had been hospitalized with a blood glucose >500 mg/dl, polydipsia, and polyuria. The patient was treated with insulin injections. Customer support troubleshooting determined the bg excursion to be related to a pump suspension issue. The patient was advised to come off the pump until a replacement pump arrives. This complaint is being reported because the patient experienced hyperglycemia and the pump suspension issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.